Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type programmer: patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported the following software problem displayed while charging their implant 1-intellis, 2-3.0, 3-0, 4-blank. Patient services instructed pt to reset the controller. Pt confirmed this cleared the software problem but stated this has happened several times since they were implanted with the device. The issue was not resolved. An email was sent to the repair department to replace the controller. Pt also reported their implant site gets hot while charging and they've already had the recharger replaced and it'sstill happening. Pt stated they also have to charge their implant multiple times a day and was told they should only have to charge about once every 2 days. Pt stated they have already talked to their doctor about the issue and it's been determined they should have their implant replaced. Pt stated this is a workman's comp case and they are waiting on the replacement to be approved.